Manufacturer narrative:
Analysis of the switch components revealed that sensitivity to external stress had caused the failure of a resistor. The failure resulted in a small spark that was contained by our double-insulated design. Although this is not a statistically significant complaint and may be due to misuse or failure to follow instructions of the part of the consumer, because the inspection found the following: poly cover or stained, cord twisted, FDA: switch exposed burn, pad bunched. We have initiated the following corrective actions: we have reinforced the terminals leading into the switch to reduce the possibility of current fluctuations and/or open continuity. We are investigating the possibility of repositioning components to reduce the possibility of accidental contact within the switch-case.

Event description:
Caller stated that the switch sparked, then fire come out.